Manufacturer narrative:
Successfully downloaded history files and traces using thump. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test (0.0872). No pump errors, insulin flow blocked alarms, or anomalies noted during testing. The pump history confirms the administered bolus in the displacement test and displacement accuracy test is the same as the bolus programmed. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on 12-may-2024 matches the bolus amount delivered at 00:02:42 hour with 0.175u delivered, 00:07:41 hour with 0.125u delivered, and 00:12:39 hour with 0.125u delivered. The total bolus delivered on 12-may-2024 is 81.5 u. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. Per visual inspection it was determine that the ingress of water corroding harness assembly vibrator. The following were noted during visual inspection: corroded battery tube, scratched case and cracked case (battery tube). In conclusion, no pump alarms, insulin flow blocked alarms, or anomalies were noted during analysis. Unable to confirm high bgs. No device problems were found during analysis. However, moisture damage on the harness assembly vibrator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 469 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-332a, unomedical. Troubleshooting was perfromed and found customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical.